Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) reviewed the live events log and confirmed that a 30-degree endoscope was in use. The tse recommended the customer remove the endoscope, ensure the hashmark aligns with the 30-degree up or down position on the camera base, press the instrument clutch button, and then reinsert the camera. After performing these steps, customer confirmed that the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to incorrect endoscope orientation/seat during insertion of a 30-degree endoscope, resulting in abnormal camera behavior that was corrected once the endoscope was properly aligned. After correct alignment and reinsertion, the customer confirmed normal operation; no persistent malfunction was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was experiencing a flipped camera image. The technical support engineer (tse) reviewed the live events in the logs and confirmed that a 30-degree endoscope was in use. The tse recommended the customer remove the endoscope, ensure the hashmark aligned with the 30-degree endoscope up or down position on the camera base, press the instrument clutch button, and then reinsert the camera. After performing these steps, the customer confirmed that the issue was resolved. The procedure was completing as planned with no reported injury.